Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the smartsite extension sets do not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20125766 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125766 regarding item #20039e.

Event description:
It was reported that 40 smallbore 6 inch ext vlv experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e, batch/ lot #: 20125766. We have had at least 40 defective smartsite extension set. Not sure what to do but we have wasted two boxed already they don't flush at all.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 40 smallbore 6 inch ext vlv experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e. Batch/ lot #: 20125766. We have had at least 40 defective smartsite extension set. Not sure what to do but we have wasted two boxed already they don't flush at all.